Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on both the atrial and ventricular leads was observed on a routine merlin.net transmission. Device was reprogrammed during previous in clinic visit to prevent over sensing and under pacing due to this intermittent noise. Noise was not reproducible in clinic. Review of egms ruled out emi. Patient is not well enough for a procedure, so physician decided to continue to monitor the patient. Patient is stable and lives in an extended care. Related manufacturer reference number: 2938836-2019-14091.